Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. End-user stated that routine skin care is performed as follows: smith and nephew no sting; applies adapt paste and washes with (B)(6) soap and rinse. Samples of sting free barrier wipes have been sent to end-user. It is reported that end-user saw dr. (B)(6) at (B)(6) ER on the evening of (B)(6) 2013, who diagnosed issue as an allergic reaction and cellutis. It is reported that dr. (B)(6) prescribed a topical mupirocin; benadryl injection; and doxycycline to treat affected site. Lastly, end-user was instructed to discontinue use of the smith and nephew no sting. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Reported to the FDA on 12/19/2013.

Event description:
End-user reported burning pain and blisters located under wafer's mass within a few hours of trying new smith and nephew products; therefore she went to the ER the next evening.

Manufacturer narrative:
Additional information was received on october 28, 2015. The product associated with batch 3f02788 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The product associated with batch 3f02788 was made according to specification. After detailed batch review, no discrepancies, including non-conformances/deviations, were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous non-conformance is applicable to this complaint and is closed. No further actions are required, and this complaint will be closed. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).